Manufacturer narrative:
Medical device expiration date: na. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facscalibur¿ flow cytometer abnormal results were obtained on patient samples. There was no delay in treatment and there was no reported patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: facscalibur instrument scatter plot signal distribution is not good, clinical use, abnormal results are not used for patient diagnosis: are there erroneous results on patient samples from diagnostic test? (If yes or unknown, go to question #2. If no, no further questions required.): yes. Was there any delay of treatment due to the issue? (Go to question #3): no. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4): no. Was there any physical harm/injury to the patient due to the issue? (If yes or unknown, go to question #5. If no, no further questions required): no.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to facscalibur cytometer 4 color basic ivd , part # 342975, serial # (B)(6) . Problem statement: customer reported complaint of a result graph distribution problem leading to abnormal results for ivd. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 14apr2020 to date 14apr2021. Complaint trend: there are 9 complaints related to the issue of abnormal results. Date range from 14apr2020 to date 14apr2021. Manufacturing device history record (DHR) review: DHR part #342975 serial # (B)(6) , files # (B)(4) were reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of why the customer obtained abnormal results was due to a damaged transducer. A bad light transduction affects the sensitivity and can lead to erroneous results. The fse (field service engineer) confirmed the issue and replaced the part with a customer-provided one. This part was not requested for evaluation as this is not returnable and was discarded. Although the unexpected results were from patient samples who may be affected by an incorrect analysis of their samples, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnostic decision and these results were easily identified as erroneous. The safety risk is low as there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 26jun2015. Defective part number: n/a. Work order notes: subject / reported: pi-342975-facscalibur-result graph distribution problem. Problem description: facscalibur instrument scatter plot signal distribution is not good, clinical use, abnormal results are not used for patient diagnosis accept paid repairs. Work performed: replace the customer-supplied transducer, optimize the light path, pass the four-color quality control, and the instrument returns to normal cause: transducer damage. Solution: replace the customer-supplied transducer, optimize the light path, pass the four-color quality control, and the instrument returns to normal. Returned sample evaluation: a return sample was not requested because there was no returnable part replaced. Risk analysis: risk management file part # 342973-01ra, rev. 01/vers. A, bd facscalibur failure mode and effect analysis for becton dickinson was reviewed. The severity rating in this file is a ¿5¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? ¿yes ¿no. Item: pmt socket 02-60910-00 fl2 pmt 05-10231-00. Function: light transduction. Potential failure mode: loss of sensitivity. Potential effect(s) of failure: erroneous data. Potential cause(s)/mechanism(s) of failure: pmt socket grounding. Current controls: facscomp run daily and sample controls. Recommended actions: none. Severity: 5. Occurrence: 5. Detectability: 3. Rpn: 75. Mitigation(s) sufficient ¿yes ¿no. Root cause: based on the investigation results the root cause was due to a damaged transducer. Conclusion: based on the investigation results, the root cause of the customer obtaining incorrect results on the bd facscalibur was due to a damaged transducer. The fse confirmed the issue and repaired the instrument by replacing the part. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is low as there was no impact to patient health or safety. H3 other text : see h.10.

Event description:
It was reported while using bd facscalibur¿ flow cytometer abnormal results were obtained on patient samples. There was no delay in treatment and there was no reported patient impact. The following information was provided by the initial reporter, translated from japanese to english: facscalibur instrument scatter plot signal distribution is not good, clinical use, abnormal results are not used for patient diagnosis 1.are there erroneous results on patient samples from diagnostic test? (If yes or unknown, go to question #2. If no, no further questions required.):yes 2 was there any delay of treatment due to the issue? (Go to question #3): no 3 if patient samples were redrawn, was there any change or delay of treatment? (Go to question #4): no 4 was there any physical harm/injury to the patient due to the issue? (If yes or unknown, go to question #5. If no, no further questions required): no.